Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited a rise in capture threshold. Sensing and impedance were stable. It was noted that the patient was pacer-dependent. The patient presented for a lead revision. During procedure, the lead helix would not fully extend, and the lead was unable to be repositioned. The lead was extracted and replaced. The patient did not experience any symptoms and was stable throughout the procedure.